Event description:
Customer alleges that the brakes aren't working for both sides when he applies the brake, they do not lock into place. No injury alleged.

Manufacturer narrative:
The consumer is a male whose age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The consumer stated that the brakes on both sides are not working. Consumer alleges that when he applies the brakes they do not lock into place and the rollator does not stop. Consumer stated that the dealer adjusted the brakes but they are not holding. Invacare supplied the consumer with the part number for new brakes and the consumer will be contacting the dealer.